Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. S/w 4.11e pump passed the displacement test. The test p-cap locks properly in the reservoir compartment noted. Pump received with cracked case behind the pump at the battery compartment.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 1300 mg/dl at the time of hospitalization. Customer was in a coma for 3 days. Organs liver and kidney failed and she was still under medication and was still under medical attention by multiple doctors until now for it. Customer was in incentive care unit for unconscious. Customer declined troubleshooting. Insulin pump had cracked. Customer was treated with drip. The insulin pump will not be returned for analysis.